Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The caller replaced the battery, then the insulin pump alarmed failed battery test. The caller changed the battery, and the screen went blank. The customer's blood glucose was 121 mg/dl. The customer's mother stated that the battery cap appeared to be stripped. Upon troubleshooting, the failed battery test did not recur and the display did not return. The caller was advised to clean the battery cap contact. Upon replacement of the battery, the display did return; however, the insulin pump kept cycling back to the screen with a black box. The caller could not get past the main screen that kept flickering. The customer also received an unexpected restart and battery out limit alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads and a cracked reservoir tube lip.